Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clips misaligning in jaws and not closing fully. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time. Additional information: unk = 2012.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. The jaws were noted in good visual conditions. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available.